Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 800 mcg/day) via an implanted pump. The patient¿s medical history was cerebral palsy, and the indication for pump use was intractable spasticity. It was reported that the patient began to experience increased spasticity. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A dye study was performed and there was difficulty aspirating the catheter. Because of this, the physician felt it was best to replace the catheter. The catheter was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.